Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique described as the patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was reported as both "unknown" and the patient made a mistake described as did not wear a mask. On (B)(6) 2011, the patient began remedial therapy with vancomycin (500mg, daily, ip), amikacin (125mg, daily, ip), heparin (1000iu, daily, ip), and ciplax (500mg, daily, ip). On an unreported date in 2011, the peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. Baxter is aware of the discrepancy regarding the conflicting reported causes of peritonitis.